Event description:
Healthcare professional later reported right side "rupture and capsular contracture, baker grade iii".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/16/2024.

Event description:
Healthcare professional later reported right side "rupture and capsular contracture, baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening, broken device assessed as surgical damage and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Extrusion: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture, discomfort, lump, "implant protruding out", and capsular contracture, baker grade unknown" confirmed via mammogram. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown, extrusion.

Event description:
Patient reported "rupture, discomfort, lump, "implant protruding out", and capsular contracture, baker grade unknown" confirmed via mammogram. This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture, discomfort, lump, "implant protruding out", and capsular contracture, baker grade unknown" confirmed via mammogram. This record is for the right side. Device has been explanted and replaced.